Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. The cause for low bg was unknown. The customer consumed carbohydrates to address bg level. Subsequently, the customer went to the emergency room (ER) and was admitted to the intensive care unit due to an elevated blood glucose level from 594-595 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2022 with no permanent damage. The cause for the elevated bg level was due to the customer over correcting for the reported low bg level with carbohydrates. In addition, the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was "low" and the meter bg reading ranged from 594-595 mg/dl. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.